Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011 and that a subsequent revision to exchange the poly ulna bearing was performed on (B)(6) 2011 due to infection. During the revision, the surgeon debrided the wound and attempted to exchange the ulna bearing; however, the bearing rotation tool was noted to be fractured and resulted in damage to the implant. The procedure could not be completed and another revision procedure was performed on (B)(6) 2011, after a new bearing rotation tool was received.

Manufacturer narrative:
(B)(4).this report filed (B)(4), 2011. -(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).